Event description:
It was reported by a physician that a pt had a forhead laceration closure with dermabond (r) topical skin adhesive. Eight days later the pt appeared to have an infection. The physician punctured the wound with a sterile needle to allow the infection to drain. The physician states that the wound is now closed and needs to remove the dermabond (r). Instructions were given for removal with petroleum jelly. Physician hung up before any add'l info could be obtained.

Manufacturer narrative:
Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile. Studies have shown that following application of dermabond (r), it acts as a barrier to prevent microbial infiltration into the healing wound. Infection can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application.